Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed october 25, 2013.

Event description:
Per the clinic, device was explanted on (B)(6) 2013, due to skin flap problems. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4). The manufacturer became aware upon receipt of the explanted device on (B)(4) 2013.